Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative a laparoscopic low anterior resection, the surgeon had smooth usage of the device during operation; however, it was noted that there was total dehiscence of anastomotic staple line and the surgeon had to perform re-operation for patient to create stoma.